Event description:
Paramedics used the device on a person diagnosed in cardiac arrest. The patient's ECG was monitored using a patient cable and ECG electrodes. Allegedly, the ECG trace intermittently changed to a display of dashed lines indicative of a disconnected lead or electrode. When the operator pushed on the defibrillation cable the ECG display returned to normal. Several shocks were administered to the patient. The patient was not resuscitated. The reporter indicated there were no adverse effects to the patient as a result of the alleged malfunction.